Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
The doctor was able to remove the plastic piece within the probe. The doctor was able to deploy another marker successfully. There were no patient consequences.

Event description:
The customer stated they have observed an increase in initial and repeat reactive rates on the prism hiv o plus assay. Twelve normal blood donors generated repeat reactive results on prism but were confirmed to be negative at a reference laboratory by western blot (hiv 1) and an eia method for hiv 2. No impact to patient management was reported.

Manufacturer narrative:
(B) (4). (B) (4). Customer is retaining the device.